Event description:
According to the information received, the nail was implanted and it did not lengthen although the receiver works correctly. After explanting the nail it was tested again and it does not lengthen either.

Manufacturer narrative:
According to the information received, the nail was implanted and it did not lengthen although the receiver works correctly. After explanting the nail it was tested again and it does not lengthen either.

Event description:
According to the information received, the nail was implanted and it did not lengthen although the receiver works correctly. After explanting the nail it was tested again and it does not lengthen either.